Event description:
It was reported that leaking from the drain tube connector was observed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and 510k number are unknown.

Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with a cracked enclosure and tank cover; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The device leaked from a crack in the enclosure near the drain tube confirming the customer complaint. The cause of the reported issue was due to design and customer use. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. The previous service request was in 2018 and the device was not returned. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).